Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: tiga ebu 3; stent: xience prime 2.25x23 mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosis located in the heavily calcified, mildly tortuous, distal left circumflex artery (lcx. As intravascular ultrasound could not cross the lesion, the 2.25x15mm nc trek balloon catheter (bdc) was advanced without resistance felt and inflated four times at 18 atmospheres for 10 seconds each time. After pre-dilatation a stent was deployed at the lesion. The same balloon catheter was advanced to perform post-dilatation; however, the balloon ruptured at 16 atmospheres. A non-abbott balloon was used successfully to complete post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.